Manufacturer narrative:
(B)(4) the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made a mistake (not further specified). The peritonitis was manifest by cloudy peritoneal dialysis (pd) effluent and abdominal pain. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes of administration were not reported). One day prior to the end of the month, the peritonitis was resolved, the patient was recovered from the event and the patient was discharged from the hospital. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.